Event description:
The hcp reported the scs system was removed due to infection; the date of onset was 2006. The location of the infection was the lead track. The patient experienced fever and redness and did not have meningitis. Cultures were obtained from the device pocket, results were unknown. The patient received IV antibiotics and the system was explanted approx two months later. The infection has resolved. See MFR reports #3004209178-2007-01711 and 2182207-2007-02604